Event description:
It was reported that this inflatable penile prosthesis (ipp) was unable to inflate past 50 percent. A surgical procedure was performed during which the pump was explanted and replaced. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100880349. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).